Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was returned for analysis.

Manufacturer narrative:
(B)(4). Pump received with flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor and motor assembly. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.